Event description:
It was reported pt indicated withdrawal occurred. The pt stated 4 yrs ago, her refill date was miscalculated and she went through withdrawal. The pt was itching really bad and had to go to the emergency room (ER). On (B)(6) 2010, it was reported pt had itching and spastic muscle movements. The pt was currently in colorado and hcp was concerned if the change in elevation could have caused the withdrawal symptoms. Hcp indicated an underdose occurred with itching and increase in spasticity. The pt was admitted to the ER. It was later reported on (B)(6) 2010, hcp indicated that in regards to the statement about withdrawal symptoms pt experienced about 4 yrs ago that this was due to pt not getting pump refilled. The medication in the pump was lioresal concentration 500mcg/ml and dosage was 119mcg/day. The troubleshooting/action completed included an x-ray to check the pump and catheter. It was noted everything looked fine. It was indicated that when event occurred the pt was at an elevation of greater than 800ft and once pt returned to 100ft she was doing fine. The pt was on vacation. Currently, it was indicated that pt was doing fine and was just in the office on (B)(6) 2010, to have her device checked. The pump was increased for the winter from 114mcg/day to 119 mcg/day. Additional info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).